Manufacturer narrative:
Block b3: exact date unknown, event occurred roughly a year ago.

Event description:
It was reported that patient had frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure.